Event description:
When removing the catheter from the sheath after the ptca, the physician noticed the outer jacket of the catheter peeled back at the joint transition overlap and found the tip of the sheath was deformed.